Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen had a misalignment of the touch position. The device was sent into the repair center for preventative maintenance (pm). When evaluated on 13feb2025 by an authorized service provider (asp), it was observed that there was a misalignment of the touch position on the touchscreen. A touchscreen calibration was attempted and did not resolve the issue, so the touchscreen was replaced to resolve the issue. Following replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. No other abnormalities were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.